Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: deformation device, crease fold and wear abrasion observed on the device. Air voids and cloudy observed in the gel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contractures baker grade unknown. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported capsular contractures on both sides, baker grade unknown. This relates to the right side. Device has been explanted and replaced.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation: capsular contractures baker grade unknown. Continued h.6(health effect - impact code): f2203.